Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon fell apart upon removal leaving pieces inside her vaginal cavity. She manually removed the pledget pieces. She then developed hot and cold chills and a sharp stabbing pain in her right lower abdominal area with hot flashes. She sought medical attention and pieces of remaining pledget were scraped out of her vaginal cavity. She was diagnosed with an internal vaginal infection and prescribed metronidazole and an unknown vaginal insert which she did not use. She experienced an allergic reaction from the antibiotic with diarrhea and pain which caused her to miss work. She reported she continues to experience cramping and a lump that is tender and warm to the touch, hard and swollen over an old c-section scar in her right lower abdominal area. She called her doctor and spoke to a nurse who diagnosed inflammation and advised her to take ibuprofen or pamprin. Consumer has been taking the maximum dosage of ibuprofen however the cramping pain has not improved. She planned to follow up with her doctor if her symptoms do not improve.